Event description:
The pt was treated with balloon kyphoplasty for a painful fracture of t7 or t8 using the kyphx one-step introducersystem, shortly after the procedure, the pt developed respiratory distress and vns seem by the reporting physician. A chest x-ray revealed pleural fluid in the left chest cavity. The pt was hospitalized and fluid consistent with a "pleural renctium" was removed. The oreliminary diagnosis was that the pleural effusion was secondary to the pt's long standing heart disease. Pt failed to improve while being treated for their heart disease and thoraenlutty was performed approximately two weeks after the balloon kyphoplasty. At surgery, fibrosis tissue was found in the pleural cavity in the area immediately anterior to the sight of the balloon kyphoplasty. The reporting physician did not recall the thoracic surgeon noting any bone cement the site of inflammation. The reporting physician reported the findings to the treating physician, who informed the reporting physician that he had reviewed the post-operative chest films and they "did not show anything." The treating physician also informed the reporting physician that he didn't think that the balloon kyphoplasty was related to the pt's condition. The pt remained hospitalized for several weeks, ultimately cerebravasvular accident and died. When asked, the reporting physician said he was not sure if the pt's adverse event was related to any of the kyphx devices or the kyphoplasty procedure.